Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the aorta under the arch. The iab drilled after the inflation with helium. This issue was detected immediately when the user removed the spring wire guide (swg). The iab was removed. They insert another one with no other issue. On (B)(6) 2010 the following info was provided: the leak occurred just after inflation and when the user removed the guide wire. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay in therapy. The pt outcome is listed as "fine." Additional info received on (B)(6) 2010 from the quality assistant teleflex medical sas stated "the word "drilled" means "leak."

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.